Event description:
New information received indicated that atrial lead noise was still occurring. No intervention was performed. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2024-01015 it was reported that the patient presented in clinic for follow up. Upon review, the right ventricular and atrial lead exhibited noise. The right atrial lead noise was over sensed by triggering inappropriate automatic mode switch. No intervention was performed. The patient condition was stable.